Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced recurrent peritonitis and was hospitalized for the event. The cause was not reported. The patient was treated with cephalosporin and vancomycin (dose, route and frequency not reported). On an unreported date, the patient and was discharged and had recovered from the event. Action taken with pd therapy during this event was not reported. Additional information is not available.